Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery ((B)(6) 2007-essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device expulsion, dyspareunia and dysmenorrhoea outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, pelvic pain abdominal pain, menorrhagia (heavy menstrual bleeding), expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs was received. Events dyspareunia, dysmenorrhea were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery ((B)(6) 2007 essure removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device expulsion outcome was unknown and the female sexual dysfunction, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, pelvic pain abdominal pain, menorrhagia (heavy menstrual bleeding), expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received events "apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), expulsion, she did not undergo essure confirmation test" were added. Outcome of events "bleeding, pain " were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.